Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of an inability to start up the transmitter was confirmed in the laboratory. The complaint was verified as the unit was plugged into the outlet and did not power on. The device was tested on the bench and the circuit board was found to be defective. Inspection of the circuit board revealed burn marks.

Event description:
It was reported that the transmitter did not illuminate when powered on. Troubleshooting did not resolve the issue. The unit was replaced.